Event description:
The user facility reported that during a procedure, an ultrasonic balloon would not deflate, when the endoscope was inside the pt. A biopsy forcep (model unk) was used to pop the balloon in order to withdraw the endoscope from the pt. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for investigation. The cause of the user's experience cannot be determined at this time. However, if the device is received at a later date and relevant info becomes available a supplemental report will follow.